Event description:
The ventilator was originally sent to the field service center for preventative maintenance. It was reported that during service, the ventilator turbine was running at half speed and would not spin after sitting overnight.